Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of clostridium neonatale as paenibacillus cooki in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of paenibacillus cooki (99.9%). The isolate was sent to a reference laboratory where it was identified as clostridium neonatale. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of clostridium neonatale (lab ID (B)(6)). The customer stated that instead, their vitek® ms instrument (ref. (B)(4)/serial# (B)(6)) identified the sample as paenibacillus cooki. There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation the analysis of the customer data did not provide evidence of any malfunction. The data showed the sample was tested 12 different times, each time giving a ¿no identification¿ result; the species was not present in the vitek ms kb v3.2. The system worked as intended. It did not provide any misidentification and informed the customer that the strain could not be identified. Following multiple ¿no identification¿ results, the customer should use the process described in the vitek workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿ in addition, the following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. (B)(4): ¿* testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion no problem detected based on the data provided, there was no product malfunction. Local service reviewed spot preparation technique with the customer and provided them with additional materials to help him to improve his technique (videotraining): global website link: http://go.biomerieux.com/gcs-tutorial.